Manufacturer narrative:
(B)(4). Approximate age of device ¿ 0 days - the event occurred at implant. The device was returned for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was supported by another manufacturer¿s left ventricular assist device (lvad) for approximately four years. It was reported that the other manufacturer¿s lvad had stopped functioning, and that the patient was placed on unspecified inotropic support. The patient underwent an lvad exchange on (B)(6) 2016. It was reported that while the patient was in the operating room, the newly implanted lvad was initially operating as expected post-exchange. Cardiopulmonary bypass (cpb) had been discontinued, but the bypass cannulae remained in place. It was reported that the patient¿s blood pressure then decreased steadily from a mean arterial pressure in the 80mmhg range, to the 40mmhg range. The system controller produced a controller fault/replace controller alarm, and pump stoppages occurred. It was reported that the pump would resume function; however, the pump could not achieve a speed of greater than 1900-3000rpm. This sequence of events occurred multiple times. While the surgical team placed the patient back on cpb, the system controller was exchanged multiple times without resolution. It was also reported that the power module, power module patient cable, and system monitor were exchanged without resolution of the issue. The patient was placed back onto cardiopulmonary bypass within 10-15 minutes of when the event began, and the pump and inflow conduit were exchanged. No thrombus was visualized in the explanted pump or the inflow cannula. As of (B)(6) 2016, the patient remained intubated and sedated in the intensive care unit. The patient was reported to be stable, and was following commands and moving all extremities. No issues have been reported with the second, newly implanted pump. It was reported that upon assessment of the explanted, other manufacturer¿s lvad, unspecified pieces of the device were observed to have broken off and had not been located.

Manufacturer narrative:
No device-related issues were identified through the analysis of the pump; however, a foreign piece of metal was found within the pump that appeared to have contributed to the reported event. The pump was returned assembled with the driveline severed approximately 25.5 inches from the pump housing. The outflow graft and outflow graft bend relief were not returned. Evaluation of the pump upon disassembly revealed damage to the bearing cup within the distal side of the inlet stator. Further examination of the device revealed that a pointed piece of metal was lodged between the rotor and the blood tube, preventing rotation. This piece of metal appears to have originated from another manufacturer's device. Gouges in the proximal side of the blood tube and between two of the rotor's blades, as well as the damage to the inlet bearing cup, suggest that this piece of metal was ingested into the pump. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. However, as a result of the damage identified during the evaluation of the pump, the device could not be rebuilt and functionally tested. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.